Manufacturer narrative:
G4: ¿PMA / 510(k) is not available as the device was not cleared or sold in the us. However, it is similar to the united states marketed device with brand name: nim® emg - endotracheal tube - trivantage® and product ID: 8229737. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the inflation and deflation device sucked air into the syringe, the balloon of the intubation tube did not deflate. There was also a problem using the nim with this same batch. There was no known patient impact.

Manufacturer narrative:
H3: product analysis of the device revealed that visually, the wire harness of the returned sample was cut. A reddish-brown residue was found on the tube. Functionally, a syringe was used to inject 20cc of air into the cuff balloon, and no issues were observed during inflation or deflation. The cuff was re-inflated and deflated multiple times, and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water, and no bubbles (leakage) was observed. The cuff and pilot balloon were manipulated, and no leaks or blockages were found; the pilot balloon inflated as intended. In the returned condition, there were no out-of-specification condition related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.